Event description:
A medtronic representative reported that while in a spine procedure, the system's camera was experiencing intermittent tracking with both the reference frame and the working probe. In trouble-shooting, they opened tracking details and checked the distance which was approximately 7 feel away. They wiped off the spheres and re-seated them, ensured nothing blocked the line of sight, and re-positioned the camera head using the laser. Although they did not resolve he issue at that time, the procedure was completed with the use of the stealthstation s7 system. There was no negative impact outcome reported.

Manufacturer narrative:
Patient weight will not be available from the site. The positioning sensor unit (psu or camera) was evaluated at the site. The visiting medtronic representative could not duplicate the reported issue. No further issues reported.